Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the end of fiber tip broke and then began to shoot from both side and end. The tip was retrieved from inside the patient. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.